Event description:
Report received of the pump failing to detect an unspecified occlusion during preventative maintenance testing at the user facility. There was no report of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.